Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they are "feeling what feels like the implantable pulse generator (ipg) is just a millisecond late" and that they were "under the impressions that (they) would not feel sensation when the ipg sent electric pulses to correct pauses." The device remains in use. No patient complications have been reported as a result of this event.